Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: unique device identifier (UDI #): ((B)(4). A visual, dimensional and functional inspection was performed on the returned device. The reported break was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that after unpacking the 3.0 x 8 mm vision rx stent delivery system, the protective sheath could not be removed from the balloon and stent. The device was not used on the patient. A new device was used to complete the case. There was no clinically significant delay in the procedure reported. Returned device analysis revealed an outer member separation which has been confirmed by the account to have occurred during use of force to remove the protective sheath. No additional information was provided.